Manufacturer narrative:
The reported event of deterioration of the screens file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can't be performed using the attached pictures alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that at (B)(6) hospital, the screens on the pc units in the oncology unit were deteriorating and appear that chunks of the clear plastic have been worn away. The customer provided photos of cleaning agents used, they are70% isopropyl alcohol and pcs 5000 oxidizing disinfectant cleaner. There was no report of patient involvement.